Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Factors that are known to contribute to the alleged fault/failure may be a component failure or connection issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the pump cartridge turned easily to the locked position of u.I. Which could not establish a relationship between the device and reported event. Probable root cause may include a set up issue. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint review indicated other failures reported. The associated risk files contain the reported failure/harm or event. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that, during the preparation of debridement using a versajet device, when the doctor inserted the orange cartridge into the console, it couldn't be turned. The problem was not solved by exchanging the hand-piece. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during the preparation of debridement using a versajet device, when the doctor inserted the orange cartridge into the console, it couldn't be turned. The problem was not solved by exchanging the hand-piece. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.